Event description:
It was reported that "after the super arrow-flex ('saf') sheath was inserted, they inserted the catheter into the sheath. However, the balloon became stuck inside the sheath after a front half of balloon had come out of the sheath's tip. After the event, the user confirmed the guidewire tip was placed around aortic arc. At that time, the md tried to advance the catheter again, but around 2-3cm of catheter bounced back from the hemostasis valve of saf sheath. As a result, the catheter was exchanged with an intra-aortic balloon (iab) made by (B)(4). The user mentioned the balloon had been prepped properly and there was no balloon unwrapped before insertion. Pt's blood was not particularly tortuous." Add'l info received on 01/05/2010 stated "the pt didn't have a tortuous vessel."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.